Event description:
It was reported that this electrode exhibited high shock impedance measurements up to 160 ohms. Defibrillation threshold testing was performed which was unsuccessful shocking the patient out of ventricular fibrillation. An external shock was able to convert the patient back to a sinus rhythm. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection did not reveal any anomalies, outside of normal procedure-related cuts in the insulation from explant. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited high shock impedance measurements up to 160 ohms. Defibrillation threshold testing was performed which was unsuccessful shocking the patient out of ventricular fibrillation. An external shock was able to convert the patient back to a sinus rhythm. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited high shock impedance measurements up to 160 ohms. Defibrillation threshold testing was performed which was unsuccessful shocking the patient out of ventricular fibrillation. An external shock was able to convert the patient back to a sinus rhythm. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.